Event description:
It was reported that during initial implant, the patient was vasoplegic and required multiple pressors and methylene blue. The decision was made to place the patient on extracorporeal membrane oxygenation (ECMO) post-ventricular assist device (vad) implant. Protamine was administered. An abrupt change in flow was noted in the operating room, and a live transesophageal echocardiogram (tee) showed a clot in right atrium. A clot was noted in ECMO circuit. The surgeon excised clot from right atrium and explanted the heartmate 3 to inspect the pump. A clot was noted inside the pump. The patient was transitioned over to a new bypass machine, then transitioned back to a new ECMO circuit. The vad remained off but was placed back in the left ventricular apex to "plug" the apical core. Patient was transported to the intensive care unit. It was also noted that a low flow alarm was present during this event. The patient passed away on (B)(6) 2026 due to disseminated intravascular coagulation (dic). Vad functioned as intended. Per the customer, the outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, the reported clots in the right atrium and pump could not be confirmed as no images were provided and the device was not returned for evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were available for review. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, thromboembolism (including venous and arterial non-central nervous system), and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.